Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, batter out limit, failed batter test alarms or no delivery alarm during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that whenever they receive the no delivery alarm their blood glucose increases into the 500 mg/dl range. The customer stated that she usually receives the alarm when her infusion set cannula becomes crimped. The customer treated their hyperglycemia via manual insulin injection. Troubleshooting was not completed for the no delivery alarm and high blood glucose. However, the customer also mentioned that their batteries would drain quickly. Despite receiving a replacement battery cap, the battery issues persisted. The insulin pump was returned for analysis.